Event description:
Electrical muscle stimulation of pt resulted (during treatment) in overstimulation and pain to pt. Stop switch was depressed but stimulation supposedly continued until power turned off. No injury to pt. Unit inspected in biomedical. Would not turn on until connections inside reseated. Could not duplicate overstimulation.